Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external battery malfunction.

Event description:
Major pump unit(s) involved: external control system failure; batteries. Specific component(s) involved: external battery malfunction; malfunction. Causative or contributing factor: no specific contributing cause identified; intervention(s): replacement of external battery; implant device type: lvad.